Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never had therapeutic effect. The pump was replaced. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.